Event description:
Information received by medtronic indicated that the minimed mobile app was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved by force closing the minimed mobile app and restarting it. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.